Manufacturer narrative:
The meter and test strips were returned to the local affiliate service center. The returned test strips were measured with the returned meter with a high-level control sample. The obtained results were in the allowed range, confirming the functionality of the complained coaguchek system. No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 5.1 inr. The laboratory result was 3.3 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer the meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.